Manufacturer narrative:
(B)(4). D10 - concomitant devices - nexgen stemmed precoat cemented tibial component size 2 catalog #: 00598002702 lot #: j7823686, nexgen lps-flex articular surface size cd 12mm catalog #: 00596402212 lot #: 66853022, nexgen straight stem extension 15mm x 30mm catalog #: 00598801215 lot #: 65957218. H6 - component code - proposed code is mechanical (g04) - femur. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the devices remain implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that the patient is being considered for a knee arthroplasty revision to address paint, instability and joint effusion approximately five (5) months post-operatively. Attempts have been made, however, no additional information is available.